Event description:
Procedure: inguinal hernia repair. According to the reporter: a piece of the device fell into the pt cavity and was recovered and removed. Another device was used. There was no unanticipated tissue loss, no bleeding reported in excess of 500cc, the case was not extended by more than 30 minutes, no device fragment or component was left in the pt cavity.

Manufacturer narrative:
(B)(4).